Event description:
The customer reported receiving no delivery alarms during manual prime. Troubleshooting was performed. The caller stated that the insulin pump was stuck on rewind mode. The customer's blood glucose at time of call was 200mg/dl. The caller stated that she went to the doctor earlier because she was dizzy and paramedics were called due to her high blood glucose of 585mg/dl, and she was treated with an insulin drip and then discharged. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.